Event description:
This is filed to report a perforation. It was reported that on (B)(6) 2022, a patient presented with grade 2-3 degenerative mitral regurgitation (mr) with a prolapsed posterior leaflet, dilated left atrium, thin leaflets and a calcified mitral annulus. The anterior mitral leaflet was perforated during a mitraclip procedure. There was no clinically significant delay. Mr was able to be reduced to 1-2. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unspecified tissue injury (no treatment) associated with the perforation could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 device code 2001 removed.